Event description:
It was reported that the left ventricular (lv) lead exhibited elevated threshold at implant. In addition, the lv lead failed to keep a sustained capture shortly thereafter. The lv lead remains in use based on medical judgement. The patient is participating in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).